Manufacturer narrative:
There was no reported event for the returned lead. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found full breach outer insulation degradation adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.